Manufacturer narrative:
Correction: manufacture date found and added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The position sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the returned psu was able to track active and passive instruments throughout the volume without issue. A check of the event log did not reveal any adverse events. The psu passed an accuracy test at .29 mm with a passing threshold of .35 mm. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #s7 matters recognition failure a1-a5) patient information was refused by the site. H3) a medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. H4) missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the verify instruments task of a cervical spine procedure, the position sensor unit (psu) had recognition failure of probe. The condition of the psu was unstable. There was no delay to the procedure. There was no reported impact on patient outcome.